Manufacturer narrative:
Due to character limitations in e1 - additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had a gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 medical device problem code type of investigation investigation findings component codes investigation conclusions h11. Perfusionist called into emergency support program line to request support with a gas loss alarm. They had troubleshot appropriately and esp personnel reviewed the information about the alarm with them in detail. They had used the iab fill and start key but had not utilized the help key. Esp personnel reviewed the usefulness of it with them. They are very appreciative of the information shared with them both today.

Event description:
Na.